Event description:
It is alleged that the shaver system ran on its own causing the scrub tech to receive a 1/4" abrasion on her left forearm. It was reported that the tech was checked out at employee health and reported that the injury was not serious.